Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the unit intermittently did not have an image when the cable was wiggled. A delay in the procedure of less than 10 seconds occurred as a glidescope avl video baton 3-4 back-up device was obtained. No harm to patient or user was reported.